Event description:
It was reported that high impedance was observed with the lead 3778-60 1x8 compact w/o perc 60cm device on the day of surgery. The issue was ongoing and affected only the 8-15 lead, with impedance values reported as less than 4000. Troubleshooting steps included disconnecting the lead from the battery and reinserting it, but the same issue persisted. The lead in the 0-7 port was functioning without issues, and the patient was programmed with that lead. No replacement product was required, and the device remained implanted and in service. The patient was alive with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 02-oct-2019, UDI#: (B)(4); product ID: 3 778-60, serial/lot #: (B)(6), ubd: 02-oct-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.